Manufacturer narrative:
Weight, ethnicity, race: unk. Work order search found no similar complaints within associated lots. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -8.0 diopter was torn during loading. No patient contact.